Event description:
Eight hours postoperatively, the pt's appeared to be in heart failure with blood pressure instability. The pt left the hospital the next morning against medical advice and died later that day. The cause of death was reported to be unclear.